Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: only one device was involved in this reportable event at the user facility. Additional unused lot samples from the same lot/product catalog number were returned from the customer for evaluation and investigation of this event. The original device was not returned for evaluation. Two sealed 8f navarre drainage catheter samples was received for evaluation. Gross visual evaluations were performed. The devices appeared clean and no anomalies were noted to both sealed samples. Therefore, the investigation is inconclusive for the reported fracture issue as the original sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post drainage catheter placement procedure, fracture was allegedly found at the external connecting hub. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2025). Device pending return.

Event description:
It was reported that sometime post drainage catheter placement procedure, fracture was allegedly found at the external connecting hub. There was no reported patient injury.